Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the transfer set had disconnected from the patient line causing the alarm. There was no damage observed on the transfer set or cassette. The patient ended therapy and went to clinic the next day and had the transfer set replaced. The patient did not encounter any issues during therapy after the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.